Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified left circumflex artery. A 24 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. During procedure, it was found that the shaft broke inside the patient while crossing the lesion. No unusual resistance advancing the device was encountered. The procedure was completed with the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is combination product. P select ous mr 24 x 3.00mm stent delivery system (sds), catheter batch #24450215-039 (from finished goods batch #24472384) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was 0.0410", this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 343mm distal to the distal end of strain relief as well as multiple kinks located either side of the shaft break location. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and mildly calcified left circumflex artery. A 24 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. During procedure, it was found that the shaft broke inside the patient while crossing the lesion. No unusual resistance advancing the device was encountered. The procedure was completed with the same device. No patient complications were reported and the patient status was stable.